Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date.  It is unknown at this time if the device will be made available for return.  As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  Reason for device explant and/or reoperation: conversion of the implant to a sub-muscular position. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a breast augmentation revision surgery with implantation of a 475cc mentor memorygel breast implant prosthesis. Post-operatively, the patient was diagnosed with baker grade IV capsular contracture of the right breast during an in-office visit with a medical professional and a ruptured right breast implant using x-ray imaging. Additionally, surgery to convert the implants to the sub-muscular position was planned. As a result, the patient is underwent unilateral breast implant removal and replacement with a right-sided 475cc mentor memorygel breast implant on (B)(6) 2023. This report is for the left breast prosthesis. Refer to manufacturing report number 1645337-2023-15073 for the contralateral event.